Manufacturer narrative:
The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 59 year-old female with a history of coronary artery stent implantation and a prior robotic left internal mammary artery (lima) bypass graft. She presented to the emergency department with a complaint of generalized weakness. Electrocardiographic changes were identified, and the patient was diagnosed with an acute myocardial infarction complicated by cardiogenic shock. The clinical team elected to implant an impella cardiac power (impella cp) device for hemodynamic support. The impella cp was placed without difficulty. Coronary angiography demonstrated a chronic total occlusion of the right coronary artery, significant disease of the left main artery extending into the circumflex artery, and an occlusion of the lima graft. At this point the patient experienced cardiac arrest and underwent approximately 25 minutes of resuscitation before return of spontaneous circulation was achieved. Percutaneous coronary intervention was performed. The impella cp device was positioned too deeply, and the implanting physician repositioned the device by withdrawing it slightly. Shortly afterward, device flow decreased to 0.5 liters/min. Due to concern for possible thrombus formation within the device, the physician elected to remove and replace the impella cp. Upon removal, a large clot was observed within the pump inlet area. A new impella cp device was inserted without complication. Angiography of the right lower extremity revealed absence of distal blood flow, prompting a femoral bypass procedure, after which flow was restored. A discussion was held with the managing physician regarding concern for possible right ventricular failure; however, the physician elected to continue monitoring the patient. The patient was transferred to the intensive care unit for ongoing management. While impella cp is conservatively coded for complications, they are more likely related to the patient¿s underlying medical conditions including the right ventricular dysfunction, and the pumps malpositioning. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Updated information: h6 investigation type added b18.